Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/9/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there any patient consequences? If yes, please describe. --the surgery delayed for about 20 minutes. - were x-rays taken to locate the needle piece(s)? --yes. - what measures were taken to retrieve the broken piece(s)? --please refer to the event description, other information requested is unknown. - was there any additional tissue damage as a result of searching for the needle piece(s)? --no. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the surgical procedure for the patient, the needle broke while suturing the skin. The broken end was immediately removed and examined to ensure that it was not left in the patient's body. There were no patient consequences reported. Additional information was requested.